Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1700 showed no other similar product complaint(s) from this lot number.

Event description:
On 2/2/2017- the user facility reported via phone call that during placement the guidewire stopped before reaching the end of the catheter causing the catheter to coil. The device was pulled and a new kit was opened to complete the procedure. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be an MDR reportable occurrence. Once the sample was returned and evaluated it was determined that the device failure is exempt from MDR reporting per 21 crf803.19, reference e1997041 and will be reported on alternative summary report.